Event description:
It was reported that an ilet pump displayed a persistent ¿please charge ilet¿ screen after the battery depleted, despite placement on a charging pad with a green charging indicator and confirmation that the charger functioned with another device; troubleshooting and education were provided to continue charging and reassess. No adverse clinical effects reported during the event. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Customer care provided remote troubleshooting focused on power and charging functionality. Investigation of this case revealed that the device entered a very low battery state with ongoing charging indicated, consistent with depleted battery behavior without evidence of charger failure or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device in very low battery state requiring extended charging time.

Manufacturer narrative:
Initial.